Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the health care provider (hcp) with the returned product that the pump was replaced on (B)(6) 2015. No patient injury was reported. A rotor study and dye study were performed, with no results reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal bupivacaine 3.5mg/ml at 3.1847mg/day and dilaudid 3mg/ml at 2.7298mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications were listed as fentanyl patches and oral percocet. The patient history was not reported. It was reported that the patient was hearing a solid beep every 10 minutes, and stated the alarm interval increased in frequency. The patient was refilled last week with 40 ml of drug, and had 11 months to elective replacement indicator (eri). The hcp was confident she had updated the reservoir volume at the last refill. It was noted that the patient had not had an MRI since her last refill. Telemetry had not been performed yet. No symptoms were reported. The patient reported feeling good where the pain was fine. Additional information received from the hcp reported that interrogation of the pump revealed a motor stall that occurred at 11:24 this morning (B)(6) 2015 and had not recovered. The patient had started (18:30) to have withdrawal-type symptoms including nausea and feeling clammy. Additional information received from the manufacturing representative reported that the patient complained of increased pain, nausea, and irritability following the pump alarm. A home health refill company interrogated pump and found it to be stalled. The pump was stalled for approximately 24 hours before recovering, and then stalled again one day later. The patient was placed on oral pain medications and was scheduled to have pump replaced on (B)(6) 2015. The issue was not resolved at the time of this report. The patient status at the time of this report was "alive- no injury." The patient outcome, and cause for the stall remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing and gear pinion. Previously reported eval code result code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.